Event description:
It was reported that a malfunction occurred with a medical device distributed by rubin medical aps in denmark. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged. Customer technical support confirmed the shipping address and instructed the caller to put the faulty pump into storage mode and return it with a pre-paid label within ten days. The pump was covered under warranty, and a replacement pump was provided.